Event description:
Hosp biomed reported the device was on a pt when the nurse noticed smoke coming out of the device and that it had a burning smell. The nurse reported that a part of the pump module was melted and it is no longer operational. Biomed confirmed that iui connector is damaged and burnt. No pt harm. No further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted once the failure investigation has been completed.